Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had damage. The customer¿s blood glucose was 86 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were not able to get bubble out of reservoir. The reservoir will be returned for analysis and insulin pump will not be returned for analysis.